Event description:
The customer reported that the staff is complaining there is low voltage in the augmented leads. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the staff is complaining there is low voltage in the augmented leads. There was no report of pt involvement. Philips field support engineer did a site visit and tested the device and stated there was no trouble found. Philips call center representative discussed lead placement, electrode quality and prep. They were also advised to have tech's/nurses work with a clinical specialist. Philips is not able to confirm that a malfunction occurred.